Manufacturer narrative:
(B)(4). The device was not received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 1 of 2 for this event. It was reported that the patient was feeling "run down" and had two mini-caps that had open pouches. During follow up, it was found that the patient was feeling ok. There is no serious injury or medical intervention reported in this event that is causally related to a baxter device. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation but it is reported that companion samples are available but have not yet been received for evaluation. A review of all batch record documents for potentially associated lot number gd893891 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.